Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia while the pump was operating in bg run mode and dosing stopped after the mode ended due to an expired dexcom g7 sensor and lack of reconnection, without reverting to backup insulin therapy; the user later received replacement cgm and was provided replacement infusion supplies, and the infusion set type was contact detach. Symptoms included hyperglycemia and dry mouth. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure when the sensor expired and dosing ceased, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.